Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained ventricular oversensing due to myopotential oversensing were noted. Programming changes were recommended.